Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm, replace battery now alarm and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with scratched case, deep scratched display window cover, minor scratched lcd window, cracked select button keypad overlay, scratched keypad overlay and faded serial number label.

Event description:
It was reported that the insulin pump working on one battery only for 1-2 days. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.